Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device could not extract the hard stone due to the narrow anatomy. Reportedly, the device was attempted to be removed from the patient; however, the catheter stretched until it broke in half in the biopsy port. The half of the catheter was then removed from the guidewire and the scope had to be removed from the patient to retrieve the other half of the catheter. The staff set up a separate scope and re-cannulated. The procedure was completed with another extractor pro rx retrieval balloon device. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of catheter broken. Block h10: investigation result: a visual examination of the complaint device revealed the balloon section did not have any visual defects; however, the catheter was noted to be broken into 2 pieces near the distal section. It was also noticed that the ends of the broken sections were stretched, and the distal end of the rx channel was torn and bent. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device could not extract the hard stone due to the narrow anatomy. Reportedly, the device was attempted to be removed from the patient; however, the catheter stretched until it broke in half in the biopsy port. The half of the catheter was then removed from the guidewire and the scope had to be removed from the patient to retrieve the other half of the catheter. The staff set up a separate scope and re-cannulated. The procedure was completed with another extractor pro rx retrieval balloon device. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.